Event description:
It was reported that the customer experienced high blood glucose levels, which was treated with a bolus. The blood glucose reading was 441 mg/dl. The customer stated that she had had a lot of food earlier. The insulin pump also alarmed failed battery test after a battery change; she noted that the batteries were out of the device for a greater duration than was allowed by the insulin pump. Advised that this was normal device behavior. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.